Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2016, the patient stopped breathing on the table during implant of their ins and lead. They had to stop putting in the device and had to take out the wire. The implant surgery was completed 2 weeks later by a different doctor. No further complications were reported or anticipated.